Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node and ECG "b." No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check therapy electrode alarms. The patient was issued a replacement electrode belt.